Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to test for battery out limit alarms due to no button response. A cracked reservoir, scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has stopped working. The insulin pump alarmed battery out limit and the customer cannot push buttons. The blood glucose reading is 213 mg/dl. Customer removed and replaced the battery. The insulin pump is frozen with no advancement of time. The insulin pump wil be replaced. Nothing further reported.